Event description:
It was reported that the patient had an MRI of the cervical spine under anesthesia. The patient was not properly padded. The patient was in recovery when she complained of pain in her right arm. The recovery nurse examined the patient and placed cold compresses on the arm. The patient went to urgent care a few weeks later as the red area was still swollen.

Manufacturer narrative:
The urgent care medical report states the primary diagnosis as having a wound infection to the right elbow. The patient was prescribed clinda and bactroban. The site indicated the technologists at the site have been instructed and reminded on the proper use of padding when scanning patients. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The ge healthcare investigation indicates that the incident appears to be the result of contact with the patient's right elbow and the inside surface of the patient bore. There was inadequate padding used. The available information did not indicate there were any system related issues that may have contributed to the incident. Logs were reviewed, and indicates the system was operating normally and within performance specifications. There is no evidence that the mr system malfunctioned. No further actions are planned at this time.